Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on its filter. This was identified after the device was filled with an unspecified amount of caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 26, 2015 to february 27, 2015. The device was received for evaluation. A visual inspection revealed a black particle, approximately 0.08 square mm in size, embedded in the material of the stressmember. The particle was not in the fluid path. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.